Event description:
It was reported by dealer that the foam in the pcs back cushion is wearing out. Wear and tear per dealer. Right arm rest assembly weld has broken as well. End user using arms for pressure relief and for transferring.